Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg pocket site. As a result, the patient's ipg was relocated via surgical intervention. Surgical intervention is believed to have resolved the patient's issue.